Event description:
Tibial baseplate and polyethylene insert revised from painful left knee. Some evidence of hot spots on tibial scan and x-rays suggestive of subsidence, but baseplate appeared well fixed when assessed during procedure.

Manufacturer narrative:
This complaint is still under investigation,. Depuy will notify the FDA of the results of this investigation once it has been completed.